Manufacturer narrative:
D4 - the primary UDI number in d4 is reflective of all currently available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was suspected water leakage at the bottom of the shower bag.